Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented and the root cause has been verified by the returned device. No further post market lab investigation evaluation is required. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager became very hot overnight while charging. Additionally, the device was reported to have emitted a smell of smoke and had signs of burning around the charging port area. The patient confirmed using a charging cable provided by insulet. The device has been replaced.